Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer found that tower door 4 was successfully recovered without any issues. Remoted into the station to confirm that tower door 4 showed no errors in resolving the issue. The system functioned as intended after the field service engineer repaired the device.